Manufacturer narrative:
Investigation: the following allegations have been investigated: embedment, thrombus/clot/dvt, migration, hospitalizations, transfusion, bleeding, abdominal pain/swelling, limited mobility, back pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported hospitalizations, transfusion, bleeding, abdominal pain/swelling, limited mobility, back pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient received an implant on (B)(6) 2011 due to conjunction with ts/mva. The patient alleges migration and bleeding. The patient further alleges several hospitalizations, blood transfusion, blood clot-severe bleeding, acute abdominal pain and swelling, limited mobility, back pain, and dvt. Percutaneous filter removal on (B)(6) 2020 due to acute bleeding, abdomen and chronic pain, rectally, and floating in body. (B)(6) 2018, per a report from computed tomography; ¿cook celect infrarenal ivc filter present. A small amount of thrombus is seen at the tip of the filter. The filter legs have migrated beyond the lumen of the cava. The posterior strut appears to be embedded within a lumbar disc osteophyte complex.¿ (B)(6) 2019, per a report from computed tomography; ¿impression: the superior tip of the ivc filter is at the level of the lower edge of each renal vein. The opening of the renal veins is not covered by the filter.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."